Manufacturer narrative:
Follow-up #1: date of submission 05/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact and no tactile tissue was found with the buttons. Removal of the cover did not find any contamination under the button contacts. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the pump indicated ¿zero bolus¿ due to an over responsive keypad button and the back light failed to time out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.